Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and replaced all the tip clamps in the pipette assembly. The instrument was cleaned, inspected, tested without further problem, and returned to svc.